Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of 50 mg/dl. Customer woke up with a high blood glucose of 200 mg/dl. The customer treated low blood glucose with lunch and candy and treated high blood glucose with bolus. Customer declined troubleshooting for the high and low blood glucose. The insulin pump will be not returned for analysis.